Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 6.0 x 150 mm stent which was used to treat a denovo lesion in the superficial femoral artery (sfa) distal third. A retrograde approach was used and the lesion was prepared using pre-dilation with a percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated vessel (target vessel) event on 14-nov-22. It was reported as not related to the device and not related to the procedure but was due to a worsening pre-existing condition. It was not target lesion related. On (22, duplex ultrasound (dus) showed stenosis in the distal sfa. The patient was also symptomatic, complaining of bilateral lower extremity pain where the left was worse than the right, and the patient also experienced weakness/cramping. The patient underwent an intervention on (B)(6) 2022. Laser atherectomy and pta/standard balloon angioplasty were performed throughout the vessel from the anterior tibial distal third to the sfa distal third. There was mild in-stent restenosis (isr) (MDR number 3011632150-2023-00047) as well as a denovo focal lesion (90% occluded) just below the distal end of the target stent/lesion. Following laser atherectomy, there was a significant dissection at the focal lesion. A 6.0 x 80 mm bm3d stent was placed overlapping the distal end of the target stent in the sfa distal third and covering the denovo lesion. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. The event was reviewed by veryan on 03-jan-24 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/pain/weakness/cramping/ischemia are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.